Event description:
It was reported that this insertable cardiac monitor (icm) device has migrated. The patient reported the icm device can now be seen slightly bulging within their skin. Additional information provided this icm was subsequently explanted due to significant pain and discomfort. Changes to the patient's medication were also made. No other devices have been implanted at this time. The icm has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. It was concluded that the clinical observations are a known inherent risk with use of this product.

Event description:
It was reported that this insertable cardiac monitor (icm) device has migrated. The patient reported the icm device can now be seen slightly bulging within their skin. Additional information provided this icm was subsequently explanted due to significant pain and discomfort. Changes to the patient's medication were also made. No other devices have been implanted at this time. The icm has been returned for analysis. No additional adverse patient effects were reported.